Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below expected limits. The battery was sent to the vendor for further evaluation and no anomaly was found. The cause for the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that premature battery depletion was observed. Device was explanted.